Event description:
It was reported that on six occasions the catheter failed to inflate after insertion. There were no pt complications.

Manufacturer narrative:
MFR control no. Di97-448. The sample has been returned to arrow. Examination indicates that the balloon had deteriorated at the distal glue line. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment. A second sample was returned and it was examined also. This catheter's balloon also leaked, but the cause was due to a mfg irregularity.